Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient has inflammation down his back and was diagnosed with cellulitis above the ipg site. The patient was hospitalized and prescribed IV antibiotics. Patient has been discharged from hospital and cellulitis has resolved.